Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the anesthesiologist experienced 1 min delays when initiating unspecified medications. There was no patient harm, occurring in the or. Biomed reported that (B)(6) recently had an upgrade 9.33 on (B)(6) with a potential completion date of (B)(6) 2019 question if the delays were related to upgrade. The events are only occurring in the or.